Event description:
Device malfunction: inaccurate delivery, unintended site. Time of malfunction: during the procedure. Time of symptoms/ae: during and post-procedure. Symptoms/ae: none. It was reported that during a procedure of a lic, the physician attempted to deploy a 7-10x40 stent unsuccessfully, the stent did not cross the lesion and a decision was made to downsize to a 6-8mm stent. A repeat angioplasty was done and it was noted that during the second stent delivery, the stent moved somewhat caudally and the proximal segment of the lesion was not well covered. Another acculink stent 8x30mm was deployed to overlap the 6-8x40mm stent. A repeat angioplasty was done and it was noted that during the second stent delivery, the stent moved somewhat caudally and the proximal segment of the lesion was not well covered. Another acculink stent 8x30mm was deployed to overlap the 6-8x40mm stent. It was further reported that the patient experienced a hemodynamic event of hypotension which resolved within 24 hours with common medications of vasopressors/inotropes, and a neo drip. No additional information available.